Event description:
It was reported that the patient underwent a hip prosthesis surgery on (B)(6) 2008. Revision procedure was performed on (B)(6) 2013 due to unknown problems after the surgery. During surgery the surgeon noted an adverse tissue reaction and there was corrosion inside the modular head and stem taper. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; device manufacture date - unknown.